Event description:
Patella protector became dislodged due to spikes on posterior aspect not being long enough to grab bone to be in place for the entire procedure. This has been discussed between depuy representative and surgeons on multiple occasions. Per hospital, rep from company made aware on several occasions.